Event description:
Customer advocacy received a copy of the customer's medwatch report which states; "pediatric ICU patient found with medication (fosphenytoin piggyback IV, rate 6 ml/hr) leaking around the med port connection". Med port was flushed with ns (normal saline) and no recurring leak was noted at the connector with new syringe tubing and new syringe with medication. Follow-up confirmed there was no injury to the patient, however; the tubing needed to be replaced to allow the medication to be administered.

Manufacturer narrative:
The customer¿s report of leaking was confirmed. Examination under magnification of the leaking engagement observed the tubing was cut. No other obvious damages were observed around the damaged area. The maxzero connector was detached. Inspection under magnification of the recently mated components observed no issues. Functional testing confirmed leaking of the non-bd set at the engagement of the tubing and inlet of open y injection site. No other leaks were observed. Fluid was also pushed through the maxzero connector (while still connected to the non-bd huber needle set). A similar leak was observed at the same engagement. The cause of the leak was due to the damaged non-bd set. The root cause of the damage is unknown.

Event description:
Customer advocacy received a copy of the customer's medwatch report which states; "pediatric ICU patient found with medication (fosphenytoin piggyback IV, rate 6 ml/hr) leaking around the med port connection". Med port was flushed with ns (normal saline) and no recurring leak was noted at the connector with new syringe tubing and new syringe with medication. Follow-up confirmed there was no injury to the patient, however; the tubing needed to be replaced to allow the medication to be administered.

Manufacturer narrative:
Concomitant medical products: non-bd set; microclave. Ethnicity; not hispanic/latino. Race: white. Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
Customer advocacy received a copy of the customer's medwatch report which states; "pediatric ICU patient found with medication (fosphenytoin piggyback IV,rate 6 ml/hr) leaking around the med port connection". Med port was flushed with ns (normal saline) and no recurring leak was noted at connector with new syringe tubing and new syringe with medication. No injury to patient.